Event description:
It was reported that the patient visited the healthcare provider (hcp) on 2012-(B)(6) for treatment change. Patient felt "like she was not getting medicine". It was stated that the basal rate went from 43.1mcg/hr to 25 mcg/hr and multiple boluses at 0000, 600, 1200, 1600 and one time bolus at 5 pm of 200 mcg was stated. Patient felt "like she was going through withdrawals". It was noted that the total daily dose had increased from 1,224 to 1,383 mcg/day. It was later reported that the "patient was put back to previous settings" per hcp request. Drug delivered via the device was not known to the reporter. Reporter was unsure if there was a programming error.

Event description:
It was reported that the patient experienced uncontrolled pain. Per the health care provider, the cause of the event was unknown; not effective dosing. There was no reported injury and the patient recovered without sequelae. The pump delivered fentanyl.

Manufacturer narrative:
Physician programmer model 8840, serial# unk; catheter model 8709, lot# l73611, implanted: 2000-(B)(6), explanted: unk.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).